Event description:
Intraoperatively, the pt experienced hemodynamic instability and the chest was reopend. The distal end was observed to be free of thrombus and the pt was closed. A second surgery (date unk) was then performed for "unrelated reasons". Five days postoperatively, the pt presented with a proximal occlusion, the connector was removed and the anastomosis was redone with suture. The pt was reported to be in stable condition. According to additional info received, the graft had "good distal run-off without kinking and the connector was a "good" size, having deployed and sealed "nicely". Heparin was reversed prior to extubation and. Other than an aspirin a day, the pt was not taking prescribed anticoagulants. Only connector with attached vein was returned to sjm for analysis.